Event description:
New information received indicated the dislodgement was discovered and post-operative device check. During interrogation, the atrial leadless pacemaker (lp) exhibited loss of sensing, failure to capture, and an increase in pacing impedance. Chest x-ray confirmed the lp had dislodged to the pulmonary artery.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the atrial leadless pacemaker (lp) dislodged. The lp was explanted and replaced. The patient was recovering following the procedure.